Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10ml plunger is leaking. This was discovered during use. The following information was provided by the initial reporter: customer report plunger is leaking in a way it allows air to go inside the syringe. This makes nurses work difficult when preparing injections. Drug that was used was caprillion.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-12. H.6. Investigation summary a device history record review was performed for provided lot number 2002187 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team; however, the returned samples did not correspond to the product captured within the reported incident. Twenty retained samples of the same lot number were obtained from the manufacturing facility for investigation. The retained samples were examined and no defects were found. Based on the provided customer feedback, it is possible that this incident resulted from damage to the plunger lip component. This type of damage can occur during the manufacturing process or within the plunger assembly machine. However, this potential cause could not be confirmed based on the investigative results. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe s2 10ml plunger is leaking. This was discovered during use. The following information was provided by the initial reporter: customer report plunger is leaking in a way it allows air to go inside the syringe. This makes nurses work difficult when preparing injections. Drug that was used was caprillion.